Event description:
When loss of capture occurred, pen was removed from screen and test continued. Program button failed to highlight and capture did not occur. Head removed and capture restored. There were no patient complications; patient had an underlying rhythm.